Event description:
It was reported that the tip of the instrument broke off during surgery. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event of a was confirmed via visual inspection. The tip of the instrument was confirmed to be fractured off. The fracture did not occur at the pin. The fractured piece was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was found to be manufactured in 2006. Conclusion: it is most likely that the tip fractured due to wear as this device was over 12 years old at the time of the event.

Event description:
It was reported that the tip of the instrument broke off during surgery. No adverse consequences to the patient is reported.